Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Five days post index procedure, the patient presented to the hospital with aphasia, and computed tomography (CT) confirmed an acute ischemic cva. Two days later, a transesophageal echocardiography (tee) was performed, which noted a 1mm leak. No thrombus or change in seal of the closure device was noticed. No further intervention was performed to treat the cva, the patient recovered, and was discharged home after the inpatient stay.